Event description:
Three pads split at the seam within a 24 hr timeframe while in use on the same pt. A tremendous amount of inconvenience resulted and there was potential for pt injury as the pt was extremely critical.